Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported the device was explanted due to no output and "complete battery depletion". It was noted that the patient had been lost to follow-up. No patient complications have been reported as a result of this event.